Event description:
The device was connected to a resident described to be in cardiac arrest. It is alleged that when the device was connected to the pt, it could not be used to analyze the pt rhythm. After an unspecified on scene and connected their device to the pt. Pt outcome has not been reported. There is no report of adverse pt affect associated with this event.